Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 46 mg/dl and the insulin pump was going into threshold suspend but her blood glucose was 107 to 113 mg/dl. The customer stated she was receiving constant meter bg now alerts. She removed the sensor and inserted a new one the day of the call and the sensor glucose readings were still not accurate. The customer also mentioned she had low blood glucose of 55 mg/dl due to not having much breakfast. Blood glucose value at the time of the call was 163 mg/dl. Customer was advised about the recommended insertion and calibration process.